Event description:
It was reported that during a procedure, the distal tip of the device fractured.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the distal tip of the device fractured.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record and non conformance report historical data of the subject lot and part number disclosed no discrepancies that could contribute to this condition. Based on previous complaints the probable root causes for the reported condition can be associated, but not limited to: non conforming component, assembly process and/or misuse. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued.in sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence. H3 other text : 81